Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "air detector or port cover removed, power down and replace". Troubleshooting was performed and the problem persisted. They checked the side of the pump and there was a cover over the air detector area on the left side. The pump was malfunctioning, and the patient will need a new device. Settings cannot be reviewed. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.